Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing , 'door latch error, keeps stopping during infusion saying door latch' was reproduced. A review of the history log revealed as ' door jammed!'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty upper and lower aux. The upper and lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: door latch error, keeps stopping during infusion saying door latch. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.